Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited low out of range shock lead impedance measurements, measuring less then 200 ohms on this right atrial lead. Technical services (ts) noted that there could be atrial lead insulation issue. Ts recommended programming options. The device and this lead remain in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).